Event description:
On 15-aug-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.16 ng/ml on an 80 year old male patient retaining fluid, history with kidneys, and edema. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The I-stat result of 0.16 ng/ml presented by the customer is considered positive per I-stat reference range. The reporting decision was based on the limited information available and the facility established cut off that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v; reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Note: expiration date for ctni, lot# a22073a= 10/13/2022 (not exporting to submission report). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 23-sep-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing with a plasma sample derived from a spiked whole blood did not meet the acceptance criterion for the detected error (dt) rate outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). The acceptance criterion for the undetected error (udt) rate was met. Additional retained cartridge testing with spiked whole blood met the acceptance criteria for both dt and udt rates. A deficiency has been identified for ctni cartridge lot a22073a. This issue will be further investigated and documented in quality record (qr) (B)(4).